Manufacturer narrative:
The meter was requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of a display issue with the coaguchek xs meter. The customer alleged the meter screen fades out and shows "set". The customer changed the batteries and performed a display check. Three "8"s were visible but flashed on the screen instead of remaining lit. No results were misinterpreted due to the issue.

Manufacturer narrative:
The meter was received for investigation. The display showed no error during the investigation. There were no missing or fainted segments. The circuit board showed no contamination that could temporarily lead to the complained error. The customer's allegation was not substantiated. The meter display worked as specified with new retention batteries. The test strip contacts were found to be contaminated with blood. Medwatch fields d9 and h3 were updated.